Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc could not reproduce the reported phenomenon. Omsc investigated the device, however no abnormalities were noted. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by insufficient customer's reprocessing. If additional information becomes available, this report will be supplemented.

Event description:
During upper endoscopy, when the user pressed the air/water valve just before the endoscope passed through the patient's pharynx, blue water dropped from the auxiliary water channel of the device. The completed the endoscopy with the same device. There was no report of patient injury associated with this event at this time. The user facility used this endoscope with a pyoctanine dye in a previous procedure. After that procedure, the user facility reprocessed the endoscope with manual cleaning and a non-olympus automated endoscope reprocessor. No abnormalities have been reported from the inspection results of a non-olympus automated endoscope reprocessor.